Event description:
A customer's wife reported getting a blank screen on their precision xtra meter as they tried to turn the meter on by pressing a button or inserting a test strip and as a result of being unable to test, customer felt "rundown" and experienced tremulousness with a subsequent loss of consciousness. The customer reportedly self-presented to a health care facility where he was diagnosed with hyperglycemia, kidney failure and vision impairment. The caller was unable to specify what kind of treatment was rendered at the ER and stated that customer also self-treated with insulin and diet in attempt to counteract the event. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.